Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -11.5/+2.0/101 (sphere/cylinder/axis) implantable collamer lens had tore during loading. This occurred on 29-sep-2023. On this same date a replacement lens of shorter length was implanted and the problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).